Event description:
Additional information was received that the patient was not seen in clinic and it is unknown what was fixed to be able to send a remote transmission successfully.

Event description:
During a remote follow-up, a loss of ble telemetry was alleged on the device due to it's inability to be paired with the patient's phone. The patient was contacted by the clinic and a remote transmission was able to be successfully sent. It is unknown at this time if any intervention was performed regarding the device. The patient was stable and will continue to be monitored.